Event description:
User reported false positive result. Negative pcr 3 days later.

Manufacturer narrative:
Report required by FDA for eua investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false positive result. Negative pcr 3 days later.

Event description:
User reported false positive result. Negative pcr 3 days later.

Manufacturer narrative:
Correction: h6: problem code corrected to 3189.